Event description:
It is reported that the tip fractured off. The fragment remains in the patient's shoulder.

Manufacturer narrative:
Evaluation summary: in (B)(4) 2012, tm reverse liner impactors manufactured from (B)(4) were part of a field action. While the exact lot number of this impactor is not known, communication from the sales representative indicates this liner impactor was part of the field action. The root cause of tip fracture was determined to be a material issue. Consequently, the material of this part has been changed (B)(4), which is less notch-sensitive, to remedy the problem. Review of the device history records was not possible as the product and/ or lot numbers required for retrieval were unavailable.